Event description:
There was caudal migration and tilting of the filter. The filter was placed through the jugular vein in a pregnant patient with a history of dvt. There was no incident reported upon insertion. The filter was oriented properly and was placed suprarenal. Prior to a scheduled removal, the filter was discovered to have a tilt of 70 degress and migrated 1 vertebral body caudally. The doctor attempted to remove the filter, but was unsuccessful. The filter currently remains in the patient. There was no patient injury reported.